Event description:
Reportedly, the vigilance monitor, model vgs, "smoked". The customer stated that "smoked from back of monitor". No patient injury was reported.

Manufacturer narrative:
Additional manufacturer narrative:this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Sizing issue.device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to a sizing issue. Per the operative report: "..the 33-mm perimount valve was explanted. The leaflets appeared to be intact. A discrete cause for the central insufficiency was not clearly in evidence, although there appeared possibly to be some pleating of the base of one of the leaflets by the resuspended remnant of the anterior leaflet, which may have occurred when the valve was manipulated into place with some difficulty as described above. Because of the difficulty experienced in seating the valve properly, it was elected to utilize a 31-mm perimount plus prosthesis..."